Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported. According to the additional information, noise was detected on the lead along with an increasing threshold. Confirmation of the noise was obtained through an in-office device check. No associated symptoms were reported by the patient.